Manufacturer narrative:
Results: bd received actual sample was for evaluation. Sample shows the safety shield loose and taped to eclipse unit. Bd received 19 representative samples from customer, from same lot# 4196567. All 19 were evaluated and hand activated to observe defective locking of the safety shields. The lock-out features engaged appropriately on representative samples. No defects on returned samples were identified and could not confirm customers' indicated failure mode. A review of the device history record for lot# 4196567 was completed. All inspections were in compliance with requirements. Conclusion: unconfirmed complaint. The root cause of a damaged collar hook is indeterminate. Bd was unable to duplicate or confirm customers' indicated failure mode on returned samples.

Event description:
It was reported that there are multiple occurences of the pink safety shields coming off prior to use from the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter. No serious injury, blood to mucous membrane exposure or medical intervention was reported.